Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and the root cause of the issue could not be determined, as know additional information was reported by the customer. The event can be prevented by following the instructions for use below: ·¿chapter 6 compatible reprocessing methods and chemical agents¿. ·¿chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported by the customer: the device was inspected prior to use. The procedure was completed using another device. There was no procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported, the following non-reportable malfunctions were identified: water quantity is out of specification, due to blockage of air/water channel; forceps lever is not working softly, due to deformation of forceps lever; the adhesive rubber is broken; scope cover is dirty; electrical connector is corroded and corrosion at the control part due to leakage. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during pre-inspection of the evis lucera ultrasound gastrovideoscope for diagnostic procedure, the k-lever rotation was rough/heavy, there was no air/water flow, and foreign matter was coming from the air/water nozzle. The procedure was completed using the same device. There was no report of patient harm associated with this event. This report is being submitted for the foreign matter coming from the air/water nozzle.